Event description:
The complainant has reported that a patient (age and gender unknown) underwent therapeutic placement of an esophageal stent for treatment of an esophageal tumor. The wallflex esophageal stent was placed in 2005. In november 2005 a perforation was noted proximal to the tumor. No clinical symptoms were seen in the patient neither pre nor post surgery. There is no further information available at this time regarding the patient's current status. Additional information has been requested.